Event description:
It was reported by the customer that a bd pyxis medbank system had a patient item request not going through and an error with communications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the patient item request was not going through and there was an error with communications. A technical support specialist turned off rxverify to allow the medication to be pulled, then turned rxverify back on.